Event description:
User has a reduced hearing sensation for more than 6 months and did not use the previous processor opus 2 for almost 3 - 4 months. Thus, processor was changed to rondo 3, but no improvement in hearing sensation occurred. The previous processor opus 2 was checked and confirmed to work properly. No history of trauma, accident or fever. No signs of injury/pain/itching/swelling on the implant site. Visit at implant center is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.